Event description:
The customer reported via phone call that she went to the emergency room the day before the call with a blood glucose level of 653 mg/dl. The customer reported that she was in a state of diabetic ketoacidosis. The customer was wearing the insulin pump while in the emergency room. The customer declined troubleshooting for high blood glucose levels. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.